Event description:
A medtronic representative reported that, during a spinal procedure, the percutaneous pin broke while the surgeon was trying to remove the instrument with a slap hammer. It was reported that one of the small pins that interfaces with the slap hammer broke off. The surgeon reported that while removing this pin, a portion of the pin broke off within the patient anatomy. The surgeon opted not to proceed to retrieve the portion of the pin that remained in the patient. There were no x-rays to confirm that the instrument was left in the patient. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
RMA issued. Replacement percutaneous pin shipped to site (B)(4) 2013. No parts have been returned to manufacturer for analysis. (B)(4). Part not returned.